Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and hypoglycemia. Blood glucose value at the time of the event was more 400 mg/dl and some time noted less than 60 mg/dl. Customer was treated with insulin pump and carbohydrate intake. Also insulin smell and packaging box bend observed on delivery. Troubleshooting was not performed and device will not be returned for analysis.